Event description:
It was reported that the patient had deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This follow up is to retract MDR 2017865-2014-11456 submitted on 3/10/14, as it was erroneously submitted and did not require submission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).